Event description:
A consumer reported that her thermometer had allegedly given multiple false negative readings on her child for several days. The device allegedly gave readings around 97.9°f-98.9°f, and a fever of 102.1°f was later confirmed by a doctor. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.